Event description:
It was reported that the patient's blood glucose level rose to 308 mg/dl while wearing the pod between 4 and 24 hours. The patient reported they removed the pod because it was causing discomfort. After removing the pod, the patient was unsure if the cannula was properly seated in the infusion site. Upon inspection of the pod, it was discovered the cannula was bent and broken.

Manufacturer narrative:
According to the complaint, the device will not be available for investigation because it was discarded by the patient. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to confirm or determine the root cause of the reported dislodged cannula. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.